Event description:
It was reported that an asymptomatic patient presented for follow-up after receiving a vibratory alert for high atrial impedance. It was noted that the patient had twiddlers syndrome. Chest x-ray confirmed, the atrial lead had dislodged resulting in loss of capture and loss of sensing. The lead was successfully capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.